Event description:
An operating room manager reported that I/a tip stuck to the capsule and the system would not respond to release the tip during surgery. The surgeon injected more viscoelastic and completed the surgery with no harm to the patient

Manufacturer narrative:
The company representative examined the system was not able to duplicate the reported event. The fluidics module was replaced as a diagnostic measure. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. There was no sample for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. A review of the system's event log for the date of (B)(6) 2013 did not reveal any nonconformity related to the I/a tip getting stuck. The root cause cannot be returned determined conclusively. (B)(4).